Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician accessed the target lesion with a cypher 3.0 x 18 mm stent via direct stenting. The stent delivery system (sds) balloon was inflated to 8 atm. While increasing the pressure to 10 atm, the pressure in the inflation device decreased rapidly and blood return was noted in the inflation device. The physician speculated that the balloon had ruptured. The stent was confirmed to be deployed at the target lesion. The sds was removed from the pt. The physician noted the stent to be under-dilated by angiography. The stent was then post-dilated with an avion 3.75 x 14 mm. Ivus was done to confirm stent apposition. There was no reported pt injury. The physician's comment was that the balloon might have ruptured due to no pre-dilation of the target lesion.

Manufacturer narrative:
The target lesion for the procedure was the distal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 75-90% stenosis. Ivus was conducted prior to stenting due to the heavy calcification of the target lesion. Please note that device is distributed outside the united states, however it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.